Manufacturer narrative:
Continuation of d10: echelon 10 microcatheter product ID 145-5091-150 (lot: 0233059625); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon 10 microcatheter was opened for shaping. After the shaping needle was inserted into the microcatheter, it was found that the shaping needle had perforated through the microcatheter. A second echelon microcatheter from a different lot was used instead. After opening the microcatheter, the operator again attempted shaping and found that the shaping needle could not be inserted into the tip of the microcatheter. Upon closer inspection, the tip of the echelon microcatheter was found to be collapsed. A third echelon microcatheter was then used instead, which allowed normal shaping and the procedure was completed successfully. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 10 mm. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheters were flushed, as indicated in the instructions for use (IFU). Ancillary devices included sl10 microcatheter.